Event description:
It was reported that the clips had a gap and were not forming correctly. The device was left in a bag in materials with no contacts for additional information. One device is returning for analysis. It is not know if the device was used in the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.